Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via review of the submitted and downloaded log files, and evaluation of the returned modular cable (lot number: 205608) confirmed damages that would have contributed to the events seen in the log files. The event log files from the exchanged controller collectively contained approximately 3 days of information (02aug2024 to 05aug2024 per timestamps). At 23:11:40 on 04aug2024, a driveline communication fault alarm activated due to an internal fault indicating that there was an interruption in the communication a signal. The interruptions in the communication a signal were observed to intermittently clear and re-activate throughout the remainder of the log file, but the associated alarm latched and remained active until the controller was exchanged. The observed alarm did not impact the controller¿s ability to operate the pump at the intended speed. During functional testing of the returned modular cable, the driveline communication fault alarm was not able to be reproduced; however, damages consistent with the log file findings were revealed. The modular cable was able to support operation of a mock circulatory loop without issue. However, the inner wires of the modular cable were not able to pass resistance testing requirements. The layers of the cable were removed one at a time, and several areas of wire kinking and damage were able to be identified. Most notably, the insulations of the communication a and ground a wires were found to be damaged, exposing their inner conductors. With manipulation of the cable, the conductors of the wires could have shorted to one another, which would have caused the observed interruptions in the communication a signal. The observed damage was therefore determined to be the root cause of the driveline communication fault alarm. The device history records were reviewed and the records revealed that the modular cable (lot number: 205608) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. The heartmate iii instructions for use (section 8) and the heartmate iii patient handbook (section 6) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline communication fault alarm on their system controller. The log files were retrieved and confirmed the driveline comm fault alarm. It was not possible to clear the alarm. The decision was made to exchange the system controller and the modular cable. The alarm resolved after the exchange.